Event description:
The manufacturer received information that a "ventilator service required" error code occurred. There was no patient injury reported. During the evaluation of the device, a "ventilator service required" error code was found in the ventilator's downloaded error log. The internal flow sensor, three-way valve, and proportional valve were replaced to address the reportable malfunction/issue.